Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: vedr01 implantable pulse generator (ipg) (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed high threshold. In office testing measured fluctuating thresholds. The thresholds have risen since implant. The lead remains in use with continued physician monitoring and evaluation. No patient complications have been reported as a result of this event.